Event description:
Exophiala culture result from bal collected during bronchoscopy procedure. Patient symptoms not consistent with infection. Two other outpatient patients had bronchoscopies on (B)(6) 2019 and bal cultures came back on (B)(6) 2019 positive for exophiala.